Event description:
It was reported by repair work order that the fowler was tilted on the left at least 15 degrees. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.